Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported difficulty in lifting corneal flaps during lasik procedures. Stromal adhesions which cover 100 percent of the interface caused a mechanical resistance to the progression of the micro lifter. Micro bridges around the perimeter of the capsule required forcing to break circumferentially. There are multiple related reports for this facility. This report addresses patient number two¿s unknown eye on (B)(6) 2021 and additional manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of the log file for the day of treatment showed no abnormalities of the device during all both treatments for patient two. The energy was stable and there was also no vacuum issues detectable. During the second treatment it was detectable that the vacuum was achieved at the lower limit which is coherent to the treatment report which showed very much liquid is on the eye. A thin flap would result of the handling of the user. A retraining of the user is recommended. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).